Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "status 66" message. The complainant indicated that this was an isolated occurrance. There was no pt involvement during the reported malfunction.